Manufacturer narrative:
. D4: UDI: n/a at this product code is not exported to the us market. . The actual sample was discarded by the involved facility; therefore, the actual sample was not returned. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if necessary, connect a y connector to the guide wire port of the balloon dilatation catheter, and prime the balloon dilatation catheter with heparinized physiological saline solution." "If any resistance to the run through ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the patient presented with a stenosis lesion in the distal segment of the left anterior descending artery. An ns guidewire was advanced to the lesion site, and a balloon catheter was introduced to perform adequate dilation. Following this, a lepu 2024 drug-eluting balloon was implanted. However, the ns guidewire became stuck to the drug-eluting balloon, resulting in both the guidewire and the balloon being withdrawn together. Upon examination of the guidewire, it was found that the coating on the guidewire had detached. Consequently, the ns guidewire was deemed unusable and discarded. There was no patient injury and/or medical or surgical intervention required. The procedure outcome was not reported. The patient was not harmed.